Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented via a remote transmission with atrial lead noise. This has resulted in inappropriate ventricular pacing due to atrial tracking and false mode switches. The lead remained implanted. The patients condition was stable. No additional information was available.